Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found no fault with the programmer head, it passed all functional, final functional and systems tests with no anomalies found. Concomitant products: product ID 2090 programmer. (B)(4).

Event description:
It was reported that the programmer and the radio frequency (rf) head had telemetry issues. The handle was also broken. The device was returned for repair. No patient complications were reported as a result of this event.